Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no report of pt involvement at the time of the event. The date of the event is unk.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) and upgraded the software to the current revision. The device passed all calibrations, short self test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).